Event description:
The pt's "spinal column moved" back in 2007, which caused the lead to move. Since then, the pt was experiencing a loss of therapeutic effect. The stimulation was in the groin area and was not providing pain relief. The pt was at home. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.